Event description:
It was reported that the device was used during surgical procedure. The device only fired partially. The blade did not fully deploy and the staples were deployed only on the proximal end. Another device was used to complete the case. There was no consequence to the patient.